Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl. The customer was guided to remove the pump case, inspect, and clean the area around the pneumatic tap, remove an o-ring, and successfully reload the cartridge. The customer declined further assistance with resuming insulin.